Event description:
A report was received that a patient will have a pocket revision due to discomfort at the pocket site. The physician moved the pocket site to a new location. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.